Event description:
It was reported that two psee60a devices did not perform as intended in a thoracic case. Staff describes the devices failed to complete the firing sequence. Surgeon used manual release to draw back knife blade. Staff pulled a third device and completed the case without incident.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2024. D4: batch # 769c67. B3: only event month and day known. Year is unknown but assumed to be the year that the complaint was reported. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device (b) was returned with the anvil bent upwards and with a gst60g reload loaded on the device. The reload was received partially fired 3/4 and with damage on the reload deck. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device opened and closed without any difficulties noted. No functional test was performed due to the condition of the device. The partially fired is consistent with an incomplete or interrupted cycle. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 769c67, and no non-conformances were identified.